Event description:
It was reported that during a laparoscopic gastric bypass procedure, during the creation of the gastrojejunostomy anastomosis, while firing the device, the surgeon noticed that the audible crunch was a little louder than normal. Surgeon fired the device, with no other unusual feedback. While attempting to remove the device from the anastomosis, he had difficulty freeing it from the staple line. After freeing the device he noticed that only the anterior most portion of the staple line was intact (approximately from 11 to 1 on a clock). The remainder of the anastomosis was free of staples, yet had been cut. No malformed or unformed staples were seen, only the formed staples in the anterior portion of the anastomosis. Case completed by the surgeon hand sewing the anastomosis. The surgeon performed a leak test on the gastrojejunostomy, which confirmed it was leak proof, which is not normal procedure. Surgeon placed a drain post-op, which is not normal procedure. Surgeon did an upper endoscopy one or two days post-op, which is not normal procedure.

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: sales rep noted buttressing material is routinely used, on both the anvil and stapler sides of the circular stapler. They were used in this case. The following information was requested, but unavailable: what is the patient¿s current condition? What were the indications that lead to the primary operation? What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? (Ex. Hand tied purse string, purse string device). Were there any purse string issues? When was the safety released on the device? Prior to being handed to the surgeon? How was the anvil placed in the stomach? Where on stomach was the pouch located? What confirmation did the surgeon receive that the anvil was firmly attached? Who fired the device? Assistant or the surgeon? When the device was fired, where was the indicator within the green zone/gap setting scale? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Was there any difficulty removing the device from the tissue? If yes, how many counter-clockwise. Did the drain function as intended? If no, was there a second operation? What was the result of the endoscopy? The analysis results found that the ecs21a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.